Event description:
It was reported that the patient experienced inflation issue with the inflatable penile prosthesis (ipp) pump due to mechanical issue. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced inflation issue with the inflatable penile prosthesis (ipp) pump due to mechanical issue. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.